Event description:
Call received by baxter technical services (date unknown) that the peritoneal dialysis (pd) nurse requested assistance. Reportedly, the patient indicated she felt breathless after therapy and noted low ultrafiltration (uf) alarms and low drain volume alarms. The patient stated she had to sit or stand up to get the drain volume to increase. The patient felt it was a device issue. The patient reportedly has a suspected pleural leak. No " low drain volume" alarms were recorded in the alarm log. There was no negative uf alarm recorded in the log. 1.4 liters of fluid were drained from the patient using a manual bag. The patient did not seek medical assistance. The device was replaced per patient request.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device be received and an evaluation performed, a follow up report will be submitted. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The root cause was undetermined. The device software was upgraded. The service history review revealed that the device had passed several 1 hour and 8 hour therapy tests without error as well as all electrical and functional safety tests. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.